Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not cycling, resulting in recurring urinary incontinence. The cuff was too large for the patient. The physician attempted troubleshooting but was unsuccessful. As a result, the device was explanted and replaced. No further patient complications have been reported.